Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The complaint regarding the broken tip of the instrument was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the 8mm tenaculum forceps instrument broke. No fragments fell into the patient. The procedure was completed with no reported injury.